Event description:
On (B)(6) 2012, the patient contacted animas alleging that she was hospitalized on (B)(6) 2012 for elevated blood glucose (bg) due to a possible cartridge leak. The patient reported that her bgs had been elevated between 400 and 500 mg/dl and that on (B)(6) 2012 she was admitted to the ICU after going to the ER with a diagnosis of diabetic ketoacidosis. The patient was reportedly placed on an insulin drip in the ICU, and at the time of the call to animas customer support the patient was on a regular floor of the hospital with normal bgs and had resumed insulin pump therapy. The patient reported receiving low cartridge and empty cartridge alarms on a daily basis. The patient's total daily dose is reportedly 17 to 40 units per day. The patient stated that she fills the cartridge up to 170 to 180 units, and that the low cartridge alarm is set to 20 units. The patient reported seeing large air bubbles in the tubing, and noted that there had been moisture in the cartridge compartment. The patient confirmed that at one point she noted the smell of insulin. The patient's md reportedly reviewed pump settings and there were no issues reported. The patient noted that the insulin she was using at the time of the call to animas customer support was the same insulin she had been using during the time period of the possible cartridge leak. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia due to leaking cartridges.

Manufacturer narrative:
(B)(4): a retained insulin cartridge from lot # b201705 was tested on (B)(4) 2012 by the product analysis lab. The findings were as follows: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles formed inside the cartridge. The cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed. No leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing. No defects were found with this retained product.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.